Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The bolus wizard feature functioned properly per bolus wizard sample in user guide. The insulin pump was received with cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Event description:
The customer reported via phone call that the insulin pump experienced a scroll wrap feature anomaly. The customer stated that when she went to the bolus wizard, the screen showed 300 automatically, and she would correct it, but if she pressed esc to go back without paying attention, the device would again go back to 300 as the blood glucose value to be entered. She stated that she had received the safety notice regarding the scroll wrap feature, which may have explained the anomaly she experienced. The customer was unsure how long the issue had been occurring. The customer's blood glucose was 79 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.